Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleged that the unit alarms were not working.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, other/defective. Reported problem: no alarms/wire harness for transformer set up wrong is the issue. Complaint was confirmed. The underlying cause is wiring harness set up wrong. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, other/defective. Reported problem: no alarms/wire harness for transformer set up wrong is the issue. The dealer alleged that the unit alarms were not working.